Manufacturer narrative:
A carefusion clinician onsite at the time of the event was able to replicate the issue with a minor bump to the device. No product return is expected because the customer has declined a failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device alarmed for channel malfunction ¿ disconnect during an infusion of dexmedetomidine at 0.7mcg/kg/hr (2.08ml/hr). No patient harm was reported. Per the customer's medwatch: "syringe pump infusing dexmedetomidine at 0.4 mcg/kg/hr (2.08 ml/hr, with syringe initiated at 1506. At 0345, the following morning, syringe pump stopped infusing with channel dysfunction message, and pump shut down. Would not restart until placed in different channel. Did not occur during programming, stopped infusing without warning. Nurse at bedside but not actively touching the pump."